Manufacturer narrative:
This product was reported in error and is a duplicate report of 1818910-2014-26507. Depuy considers this investigation closed at this time.

Event description:
Polyethylene liner dislocation from cup. Primary surgery (B)(6) 2012. Revision (B)(6) 2013 change the poly liner and head. I refer to earlier device report regarding the same issue including medical records and information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.